Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed an "interlock failure" error message and locked up. There was no pt injury or death reported.